Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for foreign matter from syringe due to unknown lot number. The occurrence is unknown since the lot number is unknown. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the that the bd ultra-fine¿ insulin syringe contained foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the user pushed the plunger rod, liquid came out."